Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ mediums wherein hemostatic valve leaking occurred. It was reported there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium while prepping, which resulted in the dilator being kinked. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. When the physician went to pull back the dilator, the hemostatic valve of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium #2 started leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium #2 was exchanged and the procedure was continued. When the physician went to pull back the dilator again from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium #3, the hemostatic valve started leaking too. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium #3 was exchanged and the procedure was continued. Additional information received indicated the hemostatic valve leak was at the orange valve section; blood was bleeding back. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was unknown. The customer¿s reported issue of resistance and dilator kink with carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium #1, are not considered to be MDR reportable malfunctions since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Additional information received indicated the dilator was damaged, but no wires were exposed and the dilator did not break.

Manufacturer narrative:
On 9-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01299 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. (2) MFR # 2029046-2022-01300 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein hemostatic valve leaking occurred. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The issue of the hemostatic valve being dislodged/separated is considered to be an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).